Event description:
(B)(6). It was reported that post a stenting treatment procedure, chest pain, unstable angina and in-stent restenosis occurred, and surgery was required. (B)(6) 2012 - the 95% stenosed, 24mm long, target lesion was located in the first obtuse marginal (om) branch with a reference vessel diameter of 2.25 mm. The target lesion was treated with direct stent placement using a 2.25 mm x 24 mm ion us coa stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2012 - the patient presented with cardiac chest pain and was treated with medication. The patient was discharged the next day. Four days later the patient presented with unstable angina and was treated with medication. Eight days later a 70% diffuse in-stent restenosis of the previously placed ion stent in the 1st om was treated with a coronary artery bypass graft.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).